Event description:
The manufacturer received info alleging a "service required" alarm condition occurred on a ventilator. There was no pt harm or injury reported. The device has yet to be evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.